Event description:
This version of the pyxis machine does not alert the person re-programming the machine for a different level of care patient population. The re-programming person thought that they had successfully reprogrammed the pyxis machine for use in critical care patients, but it did not reprogram and there was no alert that it did not reprogram. Over the weekend when they thought they had reprogrammed the pyxis, they did not have any need for critical care meds so there was no harm to any patients. The manufacturer is aware of the problem. It is a known bug that will be fixed with the next version. (Es version 1.11). We currently have another previous version that does not have the bug fix (es version 1 8.0). Manufacturer response for pyxis machine es system v1 8.0, bdpyxis enterprise server (per site reporter). Bug fix with next software update.

Event description:
This version of the pyxis machine does not alert the person re-programming the machine for a different level of care patient population. The re-programming person thought that they had successfully reprogrammed the pyxis machine for use in critical care patients, but it did not reprogram and there was no alert that it did not reprogram. Over the weekend when they thought they had reprogrammed the pyxis, they did not have any need for critical care meds so there was no harm to any patients. The manufacturer is aware of the problem. It is a known bug that will be fixed with the next version. (Es version 1.11). We currently have another previous version that does not have the bug fix (es version 1 8.0). Manufacturer response for pyxis machine es system v1 8.0, bdpyxis enterprise server (per site reporter). Bug fix with next software update.